Event description:
Patient was injected in the glabella with radiesse dermal filler. A week and a half after injection the patient developed redness surrounding the forehead. The physician diagnosed the symptoms as an impending necrosis without skin breakdown.

Manufacturer narrative:
The patient was prescribed an antiviral medication and a medrol dose pack. The use of radiesse dermal filler in the glabella is an off label use.